Event description:
Received info stating the customer's pump would not charge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.